Manufacturer narrative:
Final analysis found manufacturing assembly anomaly which resulted in missing left ventricular port set screw.

Event description:
It was reported that during implant procedure, the pulse generator had a missing set screw for a connector port. The device was not implanted.